Event description:
The pt received the scs trial lead on (B)(6) 2011. It was reported the lead was showing all invalid contacts during the procedure. Changing the trial cables and mts and repositioning the lead did not resolve the issue. The physician requested a replacement lead to complete the trial without further incident.

Manufacturer narrative:
Eval, results: the complaint could not be confirmed. As received, visual inspection of the lead revealed no anomalies. Continuity testing was performed which included twisting, bending and stretching the lead. The lead passed all functional testing with no anomalies noted. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.